Manufacturer narrative:
The investigation determined that higher and lower than expected tsh results were obtained from two different samples obtained from the same patient when tested using vitros immunodiagnostics products tsh reagent, lot 7230 in combination with a vitros xt 7600 integrated system. The results were higher and lower than expected when compared to a previous sample draw from the same patient. The assignable cause of the event could not be determined. Historical qc results indicate acceptable vitros tsh lot 7230 reagent performance and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh lot 7230. The customer confirmed that the patient was not in receipt of any medications or supplements that contained biotin, which is a known interferent as documented in the vitros tsh instruction for use (IFU). In addition, the tsh IFU states heterophilic antibodies in serum or plasma samples may cause interference in immunoassays and certain drugs and clinical conditions are known to alter tsh concentrations in vivo. The customer did not carry out any additional testing on patient samples 3 and 4; therefore it is possible a sample interferent was present in the patient samples but this could not be confirmed. The customer is not following the sample collection device manufacture's recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An ortho field engineer (fe) performed a number of service actions to the vitros xt 7600 integrated system six days post the event and within run precision testing carried out following the service actions indicated acceptable instrument performance. However, an instrument performance issue could not be confirmed or ruled out as a potential contributor to the events as no diagnostic within run precision testing was performed prior to the service actions performed by the ortho fe.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected thyroid stimulating hormone (tsh) results were obtained from two different samples obtained from the same patient when tested using vitros immunodiagnostics products tsh reagent, lot 7230 in combination with a vitros xt 7600 integrated system. The results were higher and lower than expected when compared to a previous sample draw from the same patient. Patient 1 sample 3 vitros tsh results of 7.566 and 7.637 ?iu/ml vs sample 2 expected result of 3.344 ?iu/ml patient 1 sample 4 vitros tsh result of 2.000 ?iu/ml vs sample 2 expected result of 3.344 ?iu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tsh result of 7.566 ?iu/ml was reported from the laboratory. However, no treatment was initiated, altered, or stopped based on the reported result and there was no allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).